Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads exhibited noise on the electrogram (egm) channels during patient movement. The noise was oversensed and caused pacing inhibition for the patient, resulting in asystolic phases due to being pacemaker dependent. The longest asystole period observed was 2,5 seconds. An insulation damage was suspected by the physician and subsequently observed on the leads as the ra and rv leads were both successfully explanted and replaced. No additional adverse patient effects were reported. The leads are expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed lead insulation damage, consistent with lead-on-lead abrasion and the conductors are exposed. This type of damage is consistent with repeated stress over time. The reported oversensing, brady pacing not delivered when required and noisy signals was likely the result of the lead damage observed by the laboratory.

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads exhibited noise on the electrogram (egm) channels during patient movement. The noise was over-sensed and caused pacing inhibition for the patient, resulting in asystolic phases due to being pacemaker dependent. The longest asystole period observed was 2,5 seconds. An insulation damage was suspected by the physician and subsequently observed on the leads as the ra and rv leads were both successfully explanted and replaced. No additional adverse patient effects were reported. This rv was received for analysis.